Event description:
It was reported that the patient presented via merlin.net for remote follow-up. Stored episodes for non-sustained lead noise were observed but is believed to not be true noise. The non-sustained lead noise alert was programmed off at the patient's next clinic visit. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).